Manufacturer narrative:
The pump was received with an intermittent esc button response due to the corroded keypad traces. There was no button error alarm noted. The pump was received with a minor scratched display window, a broken reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corner, cracked on battery tube threads, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 197 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.